Event description:
During procedure in endoscopy suite for treatment of post polypectomy bleed, multiple clips were used for site closure and hemostasis. After opening a package of clips and preparing clip for use, it was noted that product was misshapen. One arm of clip was drastically shorter that the opposite arm. For this clip, both arms should be the same length. This was noticed before inserting device into scope for use so it never made contact with patient. A new clip was obtained.